Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked at the lower right front corner, the whole plunger assembly was disassembled by the customer, the battery was missing, bottom case cracked in the battery bay, and both plunger cases were cracked. A review of the event history log identified force sensor test error in the history. During functional testing the force sensor test was verified during power up process, however was unable to perform any force sensor testing due to the whole plunger and force sensor assembly was disassembled by customer. The root cause of the issue was caused by the customer's incorrect assembly of the device. Reassembly the whole plunger and force sensor assembly. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).